Event description:
Sizewise bed delivered to unit, transferred patient to bed using hovermatt utilizing 5 staff members for safety; head of bed would not elevate, patient short of breath; used emergency crank to elevate head of bed, transferred patient off bed to new size wise bed; notified company and nursing supervisor.